Event description:
Reported as "rupture(d) catheter: defective access port".

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 26/dec/07. The product associated with this report will not be returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. According to the reporter of the event, the device was discarded in surgery. Therefore, no analysis or testing can been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."